Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A customer reported that during a procedure, an advisory displayed and the system shut down on its own. The system was restarted, but the advisory would not clear.